Manufacturer narrative:
According to the facility "the pack didn't have the new sponges in the pack and it turned out to be a little messy because they had a miscount and a lap actually was left in the patient". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the pack didn't have the new sponges in the pack and it turned out to be a little messy because they had a miscount and a lap actually was left in the patient".